Event description:
During verification testing at the service center, the device displayed e301 (audio alarm failure) with no audible alarm tone.

Manufacturer narrative:
Testing and investigation found the device displayed e301 (audio alarm failure) with no audible alarm tone. This was due to the piezo alarm assembly. This report represents all the information known by the reporter upon query by hospira personnel.